Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-02515. Related manufacturer reference number: 1627487-2022-02517. It was reported that the patient experienced pain at the ipg pocket due to the location and adaptors. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg and adapters were explanted and replaced with a new ipg addressing the issue. The ipg was repositioned in the same ipg pocket.